Manufacturer narrative:
This report is a duplicate of report (B)(4). Due to wrong manufacturing report number ((B)(4)) attached to the device, an additional complaint was opened to capture the correct information for this particular case. Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During prep of the mynx control vascular closure device (vcd), the balloon burst during inflation. There was no patient injury. Manual compression was performed for twenty minutes (20 min) and recovered. The mynx vcd used after a transarterial chemoembolization (tace) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There is mild tortuosity at the access site. The device storage temperature did not exceed 25 °c. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The 6/7f mynx control vessel closure unit was prepared and used in accordance with the instruction for use (IFU) instructions, but the balloon burst during prep when inflated. Therefore, the vcd wasn¿t available and manual compression was performed for 20 min; the patient recovered. The vcd is available for analysis.

Manufacturer narrative:
During prep of the mynx control vascular closure device (vcd), the balloon burst during inflation. There was no patient injury. Manual compression was performed for twenty minutes (20 min) and the patient recovered. The mynx vcd used after a transarterial chemoembolization (tace) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There is mild tortuosity at the access site. The device storage temperature did not exceed 25 °c. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The 6/7f mynx control vessel closure unit was prepared and used in accordance with the instruction for use (IFU) instructions, but the balloon burst during prep when inflated. Therefore, the vcd wasn¿t available and manual compression was performed for 20 min; the patient recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in manufacturing position and was not exposed to blood. The syringe was returned with the device. The procedural sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2122905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.